Event description:
A report was received from the patient of a female consumer that she experienced pain and was treated for a "mild ulcer " in her left eye associated with wear of a freshlook colorblends contact lens. The treating ecp confirmed event and indicated possible non-compliance. Several requests have been made for additional information, however no further information is available at the time of this report.